Manufacturer narrative:
Continued health effect - impact code 3: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported right side "movement in the prosthesis, white things on prosthesis, and wrinkles". Patient representative later reported ¿breasts were lower¿, ¿hardening of the breast implants (encapsulation)¿, ¿baker's level iii capsular contracture¿aware of the recall¿ ¿lumps in breasts, ¿mastalgia¿, ¿white spots, ¿[breasts] were also numb¿ and ¿cysts¿, ¿benign fibrocystic changes in the breasts¿- which are not device related. Device has been explanted.